Event description:
It was reported that the patient had a problem with her stimulator. It was ¿acting up.¿ no other details were known. Follow-up was performed to get more information about this event.

Manufacturer narrative:
Product ID: 3708140, serial# (B)(4). Implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).